Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge leaked from the bottom. Reportedly, the syringe needle stopped before being inserted all the way into the septum. The customer indicated that a new cartridge would be loaded. The customer's blood glucose level was no impacted as the customer was using the pump with saline.